Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
Customer reported receiving several motor error alarms during bolus deliveries. The customer's blood glucose was 90 mg/dl. He stated the insulin pump was not exposed to any magnetic fields. He also stated he did not bump or drop his insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.